Event description:
It was reported by the customer that a pyxis medstation es system had a refrigerator which was not linked. The customer stated that it was not detected on the communication bus and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to latch connection issue. A field service engineer confirmed that the remote manager was running fine and additionally cleaned the connectors on the detent. The system functioned as intended after the field service engineer troubleshooted the device.